Event description:
It was reported by the user facility that on (B)(6) 2012, an (B)(6) female pt who is on a daily 100 mg spironolactone (for hormonal acne), underwent her 4th isolaz treatment. The pt was also given retin-a and duac gel (for inflammatory acne) peri-procedure. The settings used were the same as her 3 previous procedures, described as being successful with no clinical sequela. It was reported that immediately following the 4th treatment, the pt experienced tingling on the treated areas. Two days later, the pt's face became itchy so she presented herself to the practice the following day. The pt was diagnosed with hypopigmentation, characterized as brick-like marks that are mostly on the left side of her face and on her forehead. She was prescribed protopic, a topical ointment and cicalfate skin cream to speed recovery process. The pt returned for a follow-up visit and it was observed that visible scabbing over some of the hypopigmentation had occurred. The supervising physician confirmed that the hypopigmentation is going away and the pt is doing fine. The pt's pigmentation is coming back. No further info was provided.

Manufacturer narrative:
The isolaz system is intended for: the treatment of mild to moderate acne, including pustular acne, comedonal acne, and mild to moderate inflammatory acne (acne vulgaris). The isolaz system is cleared for use on all skin types (fitzpatrick skin type I-vi). Complications and adverse effects stated in the operator's manual include: superficial erosion of the treated area may be visible after treatment. Change in pigmentation (hyperpigmentation or hypopigmentation) may sometimes occur after treatment. In the majority of cases, this pigmentary change will resolve over time. Complications arising from pigmentary changes have been rated as both transient and minor and appear to typically resolve spontaneously over several months. Only in very rare cases will the change in pigment be permanent. Mild discomfort may occur during treatment. The level of discomfort varies from individual to individual. The use of topical anesthetic creams (such as lmx that do not hinder the transmission of light in the 400-1200 nm wavelight) may be helpful. Local anesthesia is, however, not generally required.